Manufacturer narrative:
Insulin pump was received with loose/protruded drive support disk, minor scratched display window, and cracked reservoir tube lip. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Insulin pump passed the idle current test, run current test, displacement test, and rewind. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test due to compromised force sensor system alarm.

Event description:
The customer's nurse reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.